Event description:
Event description boston scientific crm received information that the patient with this device may have fainted. The patient was feeling dizzy, therefore, went back to bed. The patient felt shortness of breath when the she woke up. A boston scientific crm technical services (ts) consultant recommended going to the doctor's office if the symptoms return. Information was later received that this device was explanted for normal battery depletion. No adverse patient effects were noted as a result of the procedure.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.